Event description:
It was reported that the patient exhibited chronic atrial fibrillation. The implantable cardioverter defibrillator (ICD) was explanted and replaced due to early battery depletion. The longevity of the ICD was questioned as the device did not reach estimated longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).